Event description:
Sometime during the week of 1/19/1998, an angio-seal device was placed in a pt following a catheterization procedure. On 2/9/1998 the pt returned to the hosp, & a thrombectomy of the femoral artery with patch graft & removal of the angio-seal device was performed. At this time there has been no further info on the procedure or pt sequelae made available to the MFR.